Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricle exhibited over-sensing of noise resulting in pacing inhibition. During lead revision procedure it was noted the lead exhibited clavicular crush. The lead was explanted and replaced. The patient was recovering after the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination found the outer insulation was breached/damaged and the outer coil was compressed/damaged at 26.2 cm to 28.5 cm from connector pin with one outer coil filar broken/fractured due to clavicle crush forces. The cause of the reported events was isolated to the breached/damaged outer insulation and the broken/fractured outer coil due to clavicle crush forces.